Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 12-apr-2018 with the following findings: a review of the black box verified a sudden drop in voltage. The pump electrical current draws were within specifications. The pump was opened to find no evidence of moisture. The pump was run for 24 hours and no reboots, power losses, or overheating occurred. The pump was opened to find no damage to the power circuit. The allegation of a battery life issue was unable to be duplicated during investigation.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging that the pump had shorter than expected battery life. This complaint is being reported because the issue may result in a long-term cessation of insulin delivery if the user is unable to resolve the alarm. There was no serious injury associated with the complaint.